Event description:
Health professional reported an explantation of a lap-band due to it allegedly "eroding through some of the stomach". During f/u with the reporter, it was noted that the health professional became aware of the problem after the pt complained of abdominal pain. A CT scan (computed tomography) was conducted and confirmed erosion. The device was removed without replacement, and the device was discarded and will not be returned.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."